Event description:
A report was received that a pt's precision system was explanted due to an infection at the pocket site. The pt's symptom was fever. The pt was prescribed oral and IV antibiotics. The infection was not believed to be device related and the pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.